Manufacturer narrative:
Describe event or problem: corrected statement.

Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. After the trans-septal puncture was performed with a non-bsc sheath, the patient developed hypotension. The patient was observed for a little bit and then they proceeded with the case. A watchman access system (was) and watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted. No further complications were reported. The physician reported there was no new pericardial effusion observed and it was possible the hypotension was related to anesthesia; however this was definitive. The patient was doing fine and was discharged the following day. It was previously reported "the physician reported there was no new pericardial effusion observed and it was possible the hypotension was related to anesthesia; however this was definitive". This statement is corrected to "the physician reported there was no new pericardial effusion observed and it was possible the hypotension was related to anesthesia; however this was not definitive."

Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. After the trans-septal puncture was performed with a non-bsc sheath, the patient developed hypotension. The patient was observed for a little bit and then they proceeded with the case. A watchman access system (was) and watchman laa closure device and delivery system (wds) were used. The closure device was successfully implanted. No further complications were reported. The physician reported there was no new pericardial effusion observed and it was possible the hypotension was related to anesthesia; however this was definitive. The patient was doing fine and was discharged the following day.